Event description:
New information noted programming changes were performed to resolve the issue.

Event description:
It was reported that the patient presented in the emergency room due to an unrelated issue. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting undersensing. No changes or interventions were reported. The patient was in stable condition.